Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she met with a manufacturer representative who re-did her programming. The reason for the reprogramming was the patient was not as happy with her current implant as she was with the previous one, it didn¿t seem to be as reliable. It was clarified that the implant charged slower and seemed to lose its programming at times. It was further clarified that this meant the stimulator shut off sometimes even when it was charged. The patient noted she had three leads so the programming changes with her movements. The patient mentioned she usually saw 4-6 coupling boxes when she charged the implant and the previous implant would take five hours to charge while the current one was random. The patient explained that since the programming was done it was okay so far and she had not had any issues besides the slow charging. The indication for use was spinal pain. No patient symptoms reported.